Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt has had 0% pain relief since his implant.  The lead check x-ray confirmed that the right lead, which was at the bottom of t7 is now at the top of t8 and had migrated down 3 contacts. The left lead, which was at the top of t8 is now at the top of t9 and had migrated down 5 contacts. Rep was able to view the pt's imaging from today and still program differential target multiplexed (dtm) programming which he had during the trial. While reprogramming, pt was able to feel stimulation in the areas of his chronic pain, confirming there is no need for a lead revision at this time since they are still above to get coverage where the leads have migrated to. The patient went home on group a differential target multiplexed (dtm) programming and was instructed on how to titrate through the dtm algorithm. This issue has been resolved.